Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and the device had no voltage. The share log data was not available. The transmitter was milled and voltage was applied. A pairing test was performed and passed. A bin file review was performed and failed. The reported event of signal loss was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.